Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated by email that during removal a tampon came apart inside of her. This occurred with one tampon. No further information is available at this time.

Manufacturer narrative:
A sample was received and corrections/additions were made: a visual inspection of 10 companion samples of ubk sleek super was conducted. The visual examination did not observe any product defects or abnormalities. Corrections: brand name - changed from u by kotex click to u by kotex sleek. Manufacturer name - changed from staff to nuevo nogales. Manufacturing information - changed from staff to nuevo nogales. PMA/510k - changed from k113036 to k112635. Device evaluated by manufacturer - change from "no" and "not returned to manufacturer" to "yes". (B)(4). Model #: added super. Lot #: added nn733813b2338. UDI #: (B)(4). Device availability - added "yes", returned to manufacturer "checked", date returned added "08-08-2018". Device manufacturer date - added 12-04-2017. Manufacturer narrative - added "the device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time".